Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken and loose cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The root cause of this failure is attributed to a component failure. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.027¿ - 0.227 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. Root cause of this failure is attributed to user. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the instrument log for the tenaculum forceps (part# 420207-10/ lot# n10191111/sequence# 967) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system# (B)(4). The instrument had 5 lives remaining. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the tenaculum forceps instrument was found to have a broken pitch cable at the distal clevis hub. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the tenaculum forceps was found to have broken cables. A backup instrument was used to continue. The procedure was completed with no reported injury.